Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the pump is beeping and the display is blank. Caller stated pump shut down without any alert/error message. No adverse event reported. Requested return of the alleged device for evaluation.